Event description:
It was reported that during a craniotomy, the cranialmap software froze and shut down. No adverse consequences or clinically significant procedural delays were reported with this event.

Manufacturer narrative:
No further information was provided and the log files and folders were not received, therefore, no further evaluation was possible.

Event description:
It was reported that during a craniotomy the cranialmap software froze and shut down. No adverse consequences or clinically significant procedural delays were reported with this event.